Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a sensing anomaly. The physician decided to reposition the lead without success. No further action was taken.